Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient had inadvertently initiated therapy prior to connecting the transfer set to the patient line of hte homechoice set. After noting this the home patient connected to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient.